Event description:
Report received of an over-delivery of narcotic. The pump was programmed in the continuous + bolus mode to deliver an unspecified concentration of morphine at 3mg/hour with a 3mg bolus dose, 10 minute patient lockout, 24mg 4-hour limit. It was not known if a loading dose was ordered. According to the customer contact, the patient received 30mg of morphine in "a little over a hour". The pump was removed from clinical service and therapy was resumed using a different pump. There was no reported adverse effect to the patient. Though requested, there was no further information available.